Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, using both loading units staples fell into the cavity of the patient and was retrieved by surgical suction. A new reload was used to complete the case. There was a patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, using both loading units staples fell into the cavity of the patient. A new reload was used to complete the case.